Manufacturer narrative:
The initial reporter's address is (B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rescuant retrieval net was prepared for use during a procedure performed on (B)(6) 2020. According to the complainant, during preparation and outside the patient, a hair-like foreign object was found inside the sterile pouch of the device before it was unpacked. The procedure was completed with another rescuant retrieval net. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block e1: the initial reporter's address is (B)(6). Block h6: problem code 2969 captures the reportable event of foreign material present in device packaging. Block h10: investigation results a rescuenet retrieval net was received for analysis. Visual inspection of the returned device revealed a hair inside the sealed package. No other issues were noted. Based on the event description, the problem was noticed during preparation and outside the patient. The presence of a foreign object (hair) was confirmed during product analysis and since the complaint investigation findings lead to problems traced to manufacturing process, the most probable root cause classification is manufacturing deficiency. There is an investigation in place to address this issue. A risk review of the rescuenet was completed and confirmed that the event of foreign matter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a rescuenet retrieval net was prepared for use during a procedure performed on (B)(6) 2020. According to the complainant, during preparation and outside the patient, a hair-like foreign object was found inside the sterile pouch of the device before it was unpacked. The procedure was completed with another rescuenet retrieval net. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.